Event description:
The customer biomedical engineer (biomed) reported a speaker malfunction. There was no adverse event or patient harm reported. The device was not in clinical use at the time the issue was reported. A philips remote service engineer (rse) spoke to the biomed. It was not known if the speaker was able to produce sound. However, the rse indicated that the philips intellivue information center ix (piic ix) or central system would never show a speaker malfunction inoperative error (inop) for a connected external speaker to the audio card; it would either have sound or not. Speaker malfunction inops only show in sectors and they would relate to another hardware device indicating the inop, but this was not mentioned at all. The biomed just wanted to replace a bad speaker to replenish his spare that he used under contract.